Manufacturer narrative:
The device was returned to zoll japan for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and 30 joule testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log found no evidence of the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.